Event description:
On (B)(6), the customer reported that for the rpc 20-121 2-pumps console, hl-20 ((B)(4)) they were preparing the unit for use when they received the following error codes: "er01", "er06", "er07", and "er09". The customer was advised to not use the unit. (B)(4).

Manufacturer narrative:
(B)(4), provides product failure investigation, analysis, and resolution for the device described in this report. A service technician inspected the unit and was unable to duplicate the customer's complaint. The technician did find a defective temperature module. The module was replaced with a new module and then passed all functional and safety tests. (B)(4).